Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via basilic vein with retrograde approach. The 90% stenosed target lesion was located in a moderately tortuous left forearm artery. After non bsc guide wire crossed the target lesion, a 4.0mmx40mmx40cm sterling balloon catheter was used to dilatate it. During the 1st inflation, the balloon ruptured at 10 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).